Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were in disconnected mode. A technical support specialist identified that the stations were off by several minutes, updated the system time accordingly, and confirmed that the station exited from the critical override status successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device on critical override and disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.